Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received reporting the explant date: (B)(6) 2017. There was no incision enlargement, vitrectomy, sutures, or post-operative injury. The patient's standard wound sealed well with excellent results and the patient is now seeing 20/20 in the operative eye. The explanted lens was not saved. Age/date of birth: (B)(6). If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant planned for (B)(6) 2017, but has not been confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter intraocular lens (iol) is planned to be explanted. According to the physician, the surgery went smoothly and lens was perfectly centered post-op day 1. Essentially there was no inflammation or corneal edema post-op week 1, but vision was at 20/250 pinhole (ph) 20/50. The refraction showed the patient was 20/15 with ?]4.00 ?]0.25 x 85 rx os (left). Initial topo and iol master in (B)(6) 2016 was reviewed and both independently showed minimal astigmatism with corneal curvature around 39.5 diopter. The testing was repeated on (B)(6) 2017, and shows curvature around 43.5 or so; was confirmed with manual keratometry. There is no obvious reason for why this would be the case, it does not have to do with her contact lens use as she had identical change in cornea measurements (B)(6) 2017, after the right eye (od) contact was removed. For the os (left eye) she was not wearing contact for 1 plus weeks. The physician is planning an iol exchange to replace the lens with a smaller diopter size. No further information was provided.